Event description:
The customer reported that the carm collimator leafs were not opening during boot up. The c-arm was still used to complete cases. There was no injury to the pt.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.